Event description:
Procedure type: lap low anterior resection. Pt's gender: unk. According to the reporter: after anvil and trocar was put together, the surgeon went ahead and fired the circular stapler. However, he claimed that the several staples didn't form correctly. There was slight bleeding and was controlled effectively. A new instrument was used to complete the procedure.

Manufacturer narrative:
The returned device was evaluated, however, the alleged failure could not be duplicated as no abnormalities were observed, and it performed according to specifications.